Event description:
It was reported that during the implant procedure, the atrial setscrew on the pulse generator did not rotate properly. The atrial lead could not be removed from the generator. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.